Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument passed an intuitive motion test on an is3000 system. Thus, complaint could not be verified. Failure analysis investigation also observed the following damage, which was not reported: the pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the instrument's wrist. The other cables at the wrist were not damaged. The conductor wires were intact and undamaged. No other damage was found.

Event description:
It ws reported that prior to starting a da vinci surgical procedure, the jaws of maryland bipolar forceps instrument would not open. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.